Manufacturer narrative:
(B)(4). The patient was discharged from the hospital approximately one month after the event and had recovered from peritonitis.

Manufacturer narrative:
(B)(4). The patient was born in 1962. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment was not reported. The peritonitis resulted in a prolonged hospitalization for the patient. At the time of this report, the patient had not yet recovered from the reported event. Additional information was requested, but is not available at this time.